Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter defective/damaged. Nursing staff performed PICC maintenance for the patient, removed the single-use heparin cap, sterilized the catheter connection seat with 75% alcohol cotton pads, then connected the 20 ml disposable syringe from which the solution was extracted to a disposable infusion needle, then connected the heparin cap and eliminated the air in the heparin cap, screwed the heparin cap to the catheter connection seat, and pumped the syringe back, and found that there was air entering into the syringe, so he replaced the disposable syringe and screwed it tightly again. The heparin cap was tightened again, and air still entered. He was given to replace the disposable heparin cap, pumped no air into the catheter, blood in the catheter, injected physiologic sodium chloride, and completed PICC maintenance.

Manufacturer narrative:
1. No defect sample returned sample and pictures from the customer 2. Review batch record information, 1- the complaint lot 2290240 was produced in the prn automatic assembly line, the production date is 2022-11, and the m860 packaging machine was packaged in 2022-11, and the batch of products totaled (B)(4). 2- check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3- check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the leakage test for the retained sample of the complaint lot, (put the retained sample on the standard luer connector, inject the standard pressure in it, then check whether leakage at the connector position), the test result is that no abnormality on the retained sample. 4. Due to no samples returned, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.